Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of irregular color tone was not confirmed. In addition to foreign matter in the nozzle finding, the additional evaluation findings are as follows: irrigation error, due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value, connecting tube had a scratch, plastic distal end cover had a scratch, objective lens had a scratch, scope connector cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up and down knob had a scratch, right and left knob had a scratch, switch box had a scratch, scope cover had a scratch, suction connector had a scratch, universal cord had a wrinkle, universal cord had a scratch, grip had a scratch, control unit had a scratch, due to clogging of nozzle, water removal ability did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, air supply volume did not meet the standard value, adhesive on bending section cover had a chip, bending tube was deformed, due to wear of angle wire, the play of up and down knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a wrinkle, and due to a scratch on objective lens, the image had a partial dark area.the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had an irregular color tone. There were no reports of patient harm. During evaluation of the returned device, it was found that there was foreign matter in the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.